Event description:
The manufacturer received info alleging a ventilator's remote alarm malfunctioned. No harm or injury was reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's interface board was replaced to address this issue.